Event description:
The upper portion of chair came apart with patient in chair. The chair top tipped allowing the patient to fall to the floor. The patient hit their head but no injury was reported.

Manufacturer narrative:
Photographs of the chair frame indicate that the welds holding the chair top to the base were broken. When the welds broke, the chair top pivoted allowing the patient to fall out of the chair.